Event description:
The patient had increasing impedance which eventually became high impedance. The patient had worsening depression symptoms and returned back to previous response state following lead replacement. The explanted lead has not been received by the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
B1. Corrected data, initial report: inadvertently did not select adverse event. B2. Corrected data, initial report: inadvertently did not select an outcome associated with the adverse event.

Event description:
It was noted that the high impedance was believed to be due to fibrosis. No other relevant information has been received to date.